Manufacturer narrative:
Results: the ace68 was kinked approximately 105.0 and 107.0 cm from the proximal end and had slight kinking throughout the distal shaft. Conclusions: evaluation of the returned ace68 revealed it was kinked. This damage likely occurred due to forceful manipulation of the ace68 during navigation of patient anatomy. The stent retriever mentioned in the complaint may have also contributed to this damage. This damage likely contributed to the inability to advance the ace68 through the neuron max during the procedure. Evaluation of the returned neuron max revealed the distal tip was chipped. This damage typically occurs due to improper handling during removal from the packaging. If the packaging mandrel slips out from the packaging tape, and the neuron max and packaging mandrel are forcefully withdrawn through the packaging tube, damage such as this may occur. This damage was likely incidental to the reported procedural issues, and did not affect the ability of a demonstration ace68 to advance and retract through the neuron max. The non-penumbra stent retriever and velocity mentioned in the complaint were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician made one successful pass using a non-penumbra stent retriever and the ace68 within a neuron max 6f 088 long sheath (neuron max). The physician then was unable to advance the ace68 through the neuron max again, and therefore the ace68 was removed. The procedure was then completed using a velocity delivery microcatheter and the same neuron max. There was no report of an adverse effect to the patient.